Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, (B)(6) 2012, or (B)(6) 2016, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; composix kugel hernia patch (device #1), sepramesh ip (device #2), or phasix mesh. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia mesh (device #1) and sepramesh ip (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.